Manufacturer narrative:
Device noted as returned. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"Trunnionosis stem brace 2 and metal head 32mm +4mm."

Event description:
"Trunnionosis stem brace 2 and metal head 32mm +4mm."

Manufacturer narrative:
Reported event: an event regarding wear involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: damage was observed on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. Slight debris was observed on the articulating surface and taper of the head. Explantation damage observed. Dimensional inspection was not performed because the device was returned damaged. Functional inspection was not performed because the event does not relate to device function. Material analysis not performed as visual inspection provided no indication that the event was a result of a material integrity issue. If further information becomes available additional testing will be performed. Clinician review: a review of the provided medical information by a clinical consultant indicated: "unfortunately, there is little documentation for either of these inquiries and no office notes, operation notes or any other documentation was provided. It appears that either one patient had bilateral total hip arthroplasties, or these inquiries may concern two separate patients. I cannot confirm that any of these events occurred since there is no supporting documentation. In addition, the pi reporting is incomplete without documentation. There is mention that trunnionosis was involved in both of these inquiries which led to revision. The causes of trunnionosis are multifactorial including surgical technique factors such as proper assembly and preparation of the implants, as well as implantation, positioning, orientation, and fixation. Patient factors may also be involved including bmi and activity level, as well as implant factors." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to trunnionosis. Visual inspection of the returned device indicated damage was observed on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. Slight debris was observed on the articulating surface and taper of the head. Explantation damage observed. "Unfortunately, there is little documentation for either of these inquiries and no office notes, operation notes or any other documentation was provided. It appears that either one patient had bilateral total hip arthroplasties, or these inquiries may concern two separate patients. I cannot confirm that any of these events occurred since there is no supporting documentation. In addition, the pi reporting is incomplete without documentation. There is mention that trunnionosis was involved in both of these inquiries which led to revision. The causes of trunnionosis are multifactorial including surgical technique factors such as proper assembly and preparation of the implants, as well as implantation, positioning, orientation, and fixation. Patient factors may also be involved including bmi and activity level, as well as implant factors." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.